Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm6533 batch number, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the status of the device(s) as it has not been received for analysis. The sutures were breaking every time we tried to tie a knot. We had about 15 sutures break opening new boxes as well. They would break during surgery. We used different sutures. Note: events reported via mw # 2210968-2019-88929, 2210968-2020-01449, 2210968-2020-01450, 2210968-2020-01451, 2210968-2020-01452, 2210968-2020-01453, 2210968-2020-01454, 2210968-2020-01455, 2210968-2020-01456, 2210968-2020-01457, 2210968-2020-01458, 2210968-2020-01459, 2210968-2020-01460, 2210968-2020-01461, 2210968-2020-01462.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the sutures kept tearing when trying to tie a knot. A different device was used to complete the procedure. There were no adverse consequences for the patient.